Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was initially implanted too low in the breast tissue and caused the right atrial and the right ventricular leads to dislodge when the patient sat up. Whole system was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The lead was returned for lead dislodgement. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.